Event description:
A customer contacted beckman coulter inc (bci) stating that the cleaning solution splashed in the operator's eye while performing maintenance. Operator flushed eye with water and was sent to the doctor. There was no death or serious injury with regard to this event.

Manufacturer narrative:
No other information is available for this event.